Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was found to be out of calibration. This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not work. The device was returned to the biomedical dept with a noted that stated touchscreen on pump does not work. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen calibration, the "coordinates outside of calibration tolerance." Though requested, no add'l info was provided.